Event description:
It was reported that device failure to maintain position and device failure to deploy occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into position via radial access and the proximal filter and distal filters were successfully deployed. During manipulation of the sentinel cps handle, the distal filter lost position from the left coronary carotid artery. Both distal and proximal filters were reaptured for repositioning. The proximal filter failed to redeploy. The sentinel cps was removed from the patient and the tavr procedure was completed with the use of a second sentinel cps device. No patient complications were reported.

Manufacturer narrative:
Device analysis: the returned device consisted of a sentinel cerebral protection system (cps). Visual analysis of the returned device revealed the proximal and distal filters were sheathed, the proximal filter was torn, the articulating distal sheath (ads) was relaxed, and the distal filter slider was kinked. During functional testing, the distal filter was unable to be unsheathed due to a kink in the distal filter slider. Product analysis confirmed the reported event of distal filter difficult to maintain position/reposition as the distal filter slider was kinked. Product analysis could not confirm the reported event of proximal filter difficult to maintain position/reposition and proximal filter failure to deploy.

Event description:
It was reported that the distal filter lost position while in an open state occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into position via radial access and the proximal filter and distal filters were successfully deployed. During manipulation of the sentinel cps handle, the distal filter lost position from the left coronary carotid artery. Both distal and proximal filters were recaptured for repositioning. The proximal filter failed to redeploy. The sentinel cps was removed from the patient and the tavr procedure was completed with the use of a second sentinel cps device. No patient complications were reported.